Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead dislodged. During revision of the ra lead, it was difficult to reposition and was removed and replaced. The right ventricular (rv) lead dislodged during the repositioning of the ra lead and the physician opted to remove and replace it. No patient complications have been reported as a result of this event.